Manufacturer narrative:
Mml ref # (B)(4).

Event description:
It was reported that the patient fell and broke her left stimulation lead and lost function. The patient was doing well and benefited from the therapy; however, after the fall, the patient reported increased pain a month after the event. Revision surgery was performed to replace the broken stimulation lead. The procedure was successful, with no report of patient harm or injury. The stimulation lead was returned and evaluated. Visual inspection confirmed that all wires of the coil were broken.